Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms in coil to coil configuration. All other configurations were stable and within normal limits. Boston scientific technical services (ts) discussed troubleshooting options. The physician reprogrammed the configuration to distal coil to can and planned to do a chest x-ray and continue monitoring through the remote home monitoring system. No adverse patient effects were reported. This product remains implanted and in service.